Manufacturer narrative:
The hill-rom technician found the left side rail needed to be replaced. Per the hill-rom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: side rail latching mechanisms. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the side rail was not latching. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).